Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2016. The replaced top cover was received at the manufacturer on may 31, 2016. The returned top cover was sent to the supplier.

Manufacturer narrative:
System analysis/service repair in the field was performed on may 24, 2016. The replaced top cover was received at the manufacturer on may 31, 2016. Initial evaluation noted the top cover was being sent to the supplier. Further review of the returned top cover noted part to be down revision hardware. The top cover was discarded.

Manufacturer narrative:
System analysis/service repair on may 24, 2016: the customer's report was confirmed and found to be the result of a faulty top cover. The unit was turned on and the screen was blank. Connections checked which were good. Voltage good. Removed faulty top cover. Replaced top cover. The unit was powered up without any problem. The system was tested and verified to specifications. The replaced top cover was received at the manufacturer on may 31, 2016.

Event description:
It was reported that during a procedure, a"black screen" was observed on the console. The procedure was rescheduled. Patient outcome: "ok" reported.